Event description:
It was reported that when the device is turned on there was an alarm that sounded like a buzzing noise. Not alarming clearly. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 10/8/2024. H3 and h6. Codes: updated. Device evaluation: the complaint was duplicate at power up, unable to clear the buzzing noise and alarm at power up. The cause was the h-31 control board. Replaced the control board to fix the problem, also replaced return tube and membrane switch per remediation. Device passed all the functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.